Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021 during an unknown procedure the drill bits broke, termites forceps bent, and screwdriver shaft had stripped head. The surgery was delayed for 5 minutes. It is unknown if there were fragments generated. It is unknown if the procedure was successfully completed. There were no patient consequences are reported. This complaint involves six (6) devices. This report is for one (1) 2.8mm calibrated drill bit qc 250mm/95mm. This report is 1 of 3 (B)(4).